Event description:
Customer reportedly received results of 18 mg/dl on the advantage system and 137 mg/dl on a professional's meter within 10 minutes. No low blood symptoms reported with these results. The discrepant results were obtained at a physician's office. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.